Manufacturer narrative:
As reported, post implant of the bard soft mesh, the patient was diagnosed with wound dehiscence, underwent drainage procedure and treated with antibiotics. The reported adverse event was assessed by the study clinician as possibly related to the study device and definitely related to the procedure. However, based on the information provided, no conclusion can be made. This MDR represents the ae of wound dehiscence. Additional mdrs were submitted to represent additional aes of bacterial infection and seroma. Remains implanted.

Event description:
Reported per clinical trial (B)(4): (B)(6) 2019 - subject patient underwent a multiple recurrent open upper midline ventral hernia repair and was implanted with a bard soft mesh. The mesh was fixated using both mechanical fixation and sutures. The fascia was completely closed by mechanical suture and skin closure was achieved using staples. The subject patient was discharged from the hospital on (B)(6) 2019. (B)(6) 2019 - subject patient was diagnosed with wound dehiscence. (B)(6) 2019 - subject patient underwent incision & drainage of abdominal wound incision with wound vac placement and the patient was placed on antibiotics. The patient was discharged the same day. Per the study clinician, the reported adverse event has been assessed as severe in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved.